Manufacturer narrative:
This report is being filed to provide additional information in a.1, a.2, b.5, e.1 and h.6. Lot number and expiry information are not available at this time. Investigation is in process, a follow-up report will be provided.

Event description:
The customer called because at the end of a therapeutic plasma exchange (tpe) the machine only did a 60 ml rinseback for 1 min and didn't do a full rinseback. The filler that was installed didn't match the procedure (idl) selected and there were reservoir alarms. Low level sensor did not detect fluid and high level sensor detected fluid and multiple alarms occurred during prime. Per follow up with the customer, the patient had no adverse reaction. The disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. Calculations show fluid balance within the 20% limit. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer called because at the end of a therapeutic plasma exchange (tpe) the machine only did a 60 ml rinseback for 1 min and didn't do a full rinseback. The filler that was installed didn't match the procedure (idl) selected and there were reservoir alarms. Low level sensor did not detect fluid and high level sensor detected fluid and multiple alarms occurred during prime. Per follow up with the customer, the patient had no adverse reaction. The disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Lot number and expiry information are not available at this time. Investigation is in process, a follow-up report will be provided.

Event description:
The customer called because at the end of a therapeutic plasma exchange (tpe) the machine only did a 60 ml rinseback for 1 min and didn't do a full rinseback. The filler that was installed didn't match the procedure (idl) selected and there were reservoir alarms. Low level sensor did not detect fluid and high level sensor detected fluid and multiple alarms occurred during prime. Patient ID, age and outcome are not available at this time. The disposable set is not available for return because it was discarded by the customer.